Event description:
It was reported that the patient had leads that migrated twice and his physician had talked about going to a pump or some kind of pads that are sutured in. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The manufacturer's device registry indicated the leads were replaced in (B)(6) 2011.

Event description:
Additional information received reported that the cause of the event was unknown. The health care provider (hcp) confirmed that revision took place (B)(6)-2011. It was also reported that the patient was going to pursue a pump.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 3778-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3708140, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension. (B)(4).